Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed incoming testing, specifically the therapy electrode recognition test. Upon investigation there was an open pulse wire between ECG a and ECG b. The cause for the test failure was isolated to the open pulse wire. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had non-functional therapy electrodes.